Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 204-36-08 - stem extension 80l x16 mm 3546751. 208-06-03 - cc distal fem augment sz 3, 10mm 3557624. 208-07-03 - cc posterior fem augment sz 3, 5mm 3647989. 204-63-88 - tibial augment block 1/2-sz 3 11mm rllm 3801515. 208-07-03 - cc posterior fem augment sz 3, 5mm 3808653. 208-23-18 - cc tibial insert sz 3, 18mm 3814355. 208-01-03 - cc femoral sz 3 4345100. 208-04-33 - trap tray, offset alpha cem., sz 3f/3t 4408465. 204-36-12 - stem extension w/slot 120l x16 mm 4491837. 208-06-03 - cc distal fem augment sz 3, 10mm 4871606. 208-04-76 - screw, offset, szhh 5174704. 204-63-89 - tibial augment block 1/2-sz 3 11mm llrm 5193027. 208-09-05 - cc stem ext adaptor 5 degree 5371731. 200-02-29 - three peg patella 29mm 5580103. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown side. Subsequently, the patient reported that they experienced an infection due to defective implants. As a result, the patient underwent a knee revision approximately 6 years and 7 months after initial implantation. No further patient impact reported. No further information available.